Event description:
It was reported that stent damage occurred. The eccentric, de novo target lesion was located in the right coronary artery. A 3.00 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. After the device was removed, it was found that the stent was damaged. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.